Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked due to a split in the line and the drug solution collected inside the purple inner packaging bag. The issue was observed before patient use. The device was filled with 3600mg fluorouracil and 0.9% sodium chloride (37ml) having a fill volume of 115ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured september 16-17, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside a bag that contained the device, which suggested a leak may have occurred. Further analysis of the photo indicated that the leak was caused by broken tubing at the junction of the flow restrictor. The reported condition was verified. However, the cause of broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.